Event description:
A healthcare worker, indentified as "another healthcare worker," experienced stinging and a white residue on the skin of their hand after brushing against the inside of the sterilizer. The symptoms resolved within hours after rinsing the contact site under running water and did not require medical attention. The vaporizer plate was in place but was not positioned correctly. Information was not available as to whether the cycle was completed or had cancelled.

Event description:
A healthcare worker, identified as "another healthcare worker," experienced stinging and a white residue on the skin of their hand after brushing against the inside of the sterilizer. The symptoms resolved within hours after rinsing the contact site under running water and did not require medical attention. The vaporizer plate was in place but was not positioned correctly. Information was not available as to whether the cycle was completed or had cancelled.